Event description:
It was reported by the customer that a pyxis medstation es system application was not loaded. Customer stated that the other pyxis to find the medication for patients. Patient medications were available while communication was off. There was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations went offline due to sites network and cat5 were plugged into wrong ports on station. A field service engineer corrected network connection and rebooted the device to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.